Event description:
The surgeon attempted to implant lens but the haptic broke prior to insertion. There was no patient contact or injury. The nurse stated it was unknown as to why the haptic broke. An aq2.8s cartridge was used but the facility was unable to provide the lot number. The facility was unable to provide the model and lot number of the injector.